Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident was most likely due to lead dislodgement.

Event description:
During a follow-up in clinic, there was a loss of capture noted on the left ventricular (lv) lead which is suspected to be due to a lead dislodgement. The device was reprogrammed and the patient was stable with no consequences.